Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit does not operate on the ac power, battery is not being charged. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.